Event description:
It was reported that intra-aortic balloon(iab) while putting iabc through femoral route after entering 5-7cm blood started collecting in the balloon. No harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: h6 medical device problem code the customer reported a leak, blood in tubing (while putting iabc through femoral route after entering 5-7cm blood started collecting in the balloon). No decon or visual inspection performed since product was not returned and could not be evaluated. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.